Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the patient's implantable cardiac monitor (icm) exhibited t wave oversensing. Programming changes were made. No patient consequences reported.

Manufacturer narrative:
Correction: section g3 ¿ the awareness date should have been 3 apr 2023 rather than 24 feb 2023.¿